Event description:
Nagl manufacturing, a contract manufacturer was notified by our customer, medline industries, of a death involving a product that nagl manufactured for medline. The report we received was as follows: "the end user had a long standing tracheal stoma due to a history of laryngeal cancer. He collapsed outside his home and subsequently died. Prior events leading up to his collapse were not witnessed. During the autopsy, a foam sponge from an oral dentip was found lodged approx one inch below his tracheal stoma. The wife later found the oral swab stick in the home. The stick was reported to have evidence of glue on it. It was also reported that the wife pulled on foam sponges of remaining swab stocks in the home and was unable to detach the foam from the sticks. The sample was not returned for eval. Photos were not provided. It is not known how this individual was using the oral swab stick or how it would have entered the opening of the tracheal stoma. Without a sample or photos to evaluate, a root cause has not been determined. However, due to the reported incident, this medwatch is being filed."

Manufacturer narrative:
All info provided to nagl manufacturing has been included in the event description (lot code, etc).